Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The sealant sleeve was in the manufactured position. The catheter was inspected for anomalies or kink that may have obstructed the device path during insertion. No anomalies were observed. Based on the provided information and the investigation performed, the reported event might have been caused by excessive tortuous vessel which could cause difficulty for the catheter tip to make the "turn" into the vessel. The review of the lhr (lot f1528701) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported that the device could not be inserted up to white shaft marker due to excessive tortuosity and deployment was aborted. Another manufacturer's device was used to achieve hemostasis. The patient's hospitalization was not prolonged as a result of the event. No further information is available. Vessel location: peripheral vessel size: 7 mm sheath size: 6f stick location: medium.